Event description:
A patient was tested in a medical clinic on an intratio with a result of 2.6 each time (three tests were performed in a row). The patient presented with profuse bleeding. Patient was bleeding from the nose, blood in urine, bloated abdomen and internal bleeding. The patient was rushed to the hospital; inr test performed 10-15 minutes later with a reading of 10. Patient was tested today on inratio and reading was 2.1. Patient is good. Patient may have been taking warfarin incorrectly resulting in the spike, was not detected by inratio. Ideal range is 2-3. Patient has been on warfarin since (B) (6) 2010 and is on warfarin for arterial fibrillation. Patient has been on amiodarone since (B) (6) 2010. Patient is also on bisopcolo, fumarate, digoxin and perindopril erbamine.

Manufacturer narrative:
(B) (6). Investigation pending.